Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer experienced an elevated blood glucose level of over 600 mg/dl with ketones. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.